Manufacturer narrative:
Physio evaluated the customer's device and verified the reported issue. The issue was isolated to the system pcb assembly. Due to a part obsolescence, the device could not be repaired. The customer was offered a replacement device. The system pcb assembly was removed and forwarded to stryker product analysis center (pac) for further evaluation. It was determined that the cause of the reported issue was due to an inoperative single board computer (sbc) on the system pcb assembly.

Event description:
A customer contacted physio-control to report that their device had illuminated it service led and would not complete its boot up cycle during initial power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Initial reporter phone information is not provided. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had illuminated it service led and would not complete its boot up cycle during initial power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.